Manufacturer narrative:
Received one device. The complaint was not replicated through functional testing. The cause of the reported issue remains unknown at this time. The pump passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 42224. There was unknown patient involvement.